Manufacturer narrative:
Device is a combination product.

Event description:
Evolve ii clinical study. It was reported that death occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification: 2). Prior to procedure, the subject was found to have evidences indicative of ischemia and the subject was referred for cardiac catheterization. Target lesion #1 was located in the distal left circumflex (lcx) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post-dilation, residual stenosis was 0%.the subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the hospice caregiver called ems after subject being unresponsive and dyspneic. Upon ems arrival, the subject was found with a low heart rate of 6 bpm and decreased respirations. An oxygen mask was placed and the subject was started on IV fluids and atropine 0.5 mg. A respiratory examination revealed an open airway and equally bilateral breath sounds. CPAP was in place. Cardiovascular examination revealed 3rd degree heart block with ventricular escape and lab assessment revealed elevated troponin. The final assessment was end stage congestive heart failure and the subject was noted to be "do not resuscitate." The subject was hospitalized for acute care and comfort only. Morphine IV drip was continued. The subject died the same day. Per death certificate, the immediate cause of death was respiratory failure due to or as a consequence of congestive heart failure (from 5 years). Per death certificate, an autopsy was not performed.